Event description:
Crd_1003 - vantage. It4681 - 93 (r814642901, r814643401, r814643201) it was reported that on 09 november 2021, a 25mm navitor valve was implanted in a patient. On (B)(6) 2023, patient had increased transvalvular gradient, medication was administered. On (B)(6) 2023, it was also noted that computer tomography scan that revealed thickening of the three navitor cusps, warfarin was administered. On (B)(6) 2023, the patient had first degree heart block, no treatment was noted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
(B)(6) - vantage. (B)(6). It was reported that on (B)(6) 2021, a 25mm navitor valve was implanted in a patient with a final depth of 5mm. On (B)(6) 2023, patient had increased transvalvular gradient, medication was administered. The physician who did the follow-up visit thinks that probably the patient has developed a mild form of leaflets thrombosis/ pannus, since the trans-prosthetic gradients have normalized after 3 months of oral anti-coagulation with warfarin. On (B)(6) 2023, it was also noted that computer tomography scan that revealed thickening of the three navitor cusps, warfarin was administered. The images were evaluated with the radiologist that confirmed the absence of thrombosis, with evidence of mild diffused thickening of the three prosthetic cusps. On (B)(6) 2023, the patient had first degree heart block, no treatment was noted.

Manufacturer narrative:
An event of heart block, patient-device incompatibility, and device stenosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a pre-existing arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the final implant depth of the valve was 5mm from the non-coronary cusp, which is deeper than the optimal 3 mm. Additionally, it was noted that the physician thinks the heart block was likely not related to the procedure due to it being 2 years after implant and it is suspected the patient developed mild thrombosis/pannus on the leaflets. Based on the available information, the reported device stenosis appears to be related to patient condition (pannus on the valve leaflets. However, root causes for the patient-device incompatibility (development of mild thrombosis/pannus) and heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.